Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the burr was stuck on wire. The stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that rotawire was stuck at the tail end of the burr catheter and the spring at the back of the rotary grinding head had creases. The burr and wire were removed together as one unit from the patient and the procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.